Event description:
It was reported that a ventilator experienced an inoperable display during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within manufacturing specifications.